Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating the patient never passed out, but did experience tremors and shaking. There was no change to the programming and the cause of the symptoms was the battery had expired. A new battery was implanted (B)(6) 2019 which resolved the issue. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. Refer to (B)(4) for information regarding the ins depleting faster.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for movement disorders. It was reported the last couple of days the patient was getting worse and they lost their patient programmer so they could not check the ins. The patient finally opened their eyes to communicate, the patient had passed out. No further complications were reported as a result of this event.